Event description:
It was reported to olympus that the evis exera iii gastrointestinal videoscope had an issue with the aspiration system. There were no reports of patient harm reported with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegations were not confirmed. It was noted that the nozzle was clogged and the air/water channel was buckled. The angle wires were stretched and the adhesive part of the bending rubber was worn out. A part of the insertion tube was caught which pinched the tube and deformed it, the universal cord was damaged and the resin part was cracked due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter that looks like white rubber is clogged in the air/water (a/w) nozzle. There was no deformation or damage to the nozzle. The event can be detected/prevented by following the instructions for use which state: 1) inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." 3) flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure." 4) "flush the air/water channel with detergent solution and remove detergent solution from all channels." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is submitted to provide a correction and additional information. The device evaluation found that the scope was insufficiently or incorrectly reprocessed as evidenced by the presence of foreign material which could not be removed even if the correct reprocessing was performed due to buckling of the device (device was used for next procedure)

Event description:
Upon inspection and testing of the returned device, it was determined that the scope was insufficiently or incorrectly reprocessed as evidenced by the presence of foreign material which could not be removed even if the correct reprocessing was performed due to buckling of the device (device was used for next procedure). This report is submitted due to the finding, identified during in-house service of the device. There has been no report of patient injury or infection reported by the user facility.